Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy due to exposure to cautery during a surgical procedure was observed. Magnet usage during surgery to prevent future inappropriate therapy due to exposure to cautery was recommended.